Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Insulin pump received with cracked case behind the pump near the battery compartment. Moisture damage was found on the electronic assembly during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had moisture damage. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.